Event description:
Medtronic received info through a case report in a journal article (ann thorac surg 2010; 90: e93-4) that a 25-mm duran flexible ring was excised 7 years after implant during a reoperation to repair mitral stenosis and tricuspid regurgitation. The ring was originally implanted in a pt with degenerative mitral regurgitation. Seven years later, the pt presented with moderate dyspnea on exertion. Intraoperative trans-esophageal echocardiography (tee) showed no mitral regurgitation, mild tricuspid regurgitation and moderate pulmonary hypertension. Operative findings showed pannus overgrowth of the annuloplasty ring, which had narrowed the mitral orifice. The ring and pannus were removed without damage to the valve leaflet. Commissural fusion, due to the pannus, was corrected by commissurotomy. Tricuspid annuloplasty was performed concomittantly. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): eval method - device history could not be reviewed as no serial number was reported. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis - no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.